Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011: patient presented with preoperative diagnosis of: post laminectomy syndrome,lumbar ; spinal stenosis lumbar; degenerative disk disease lumbar spine and underwent following operations: l4 revision laminectomy with decompression of cauda equine and spinal nerve roots; l4-l5 posterolateral spinous fusion; l4-l5 posterior segmental instrumentation with pedicle screws single level; insertion of indwelling epuidural opiod catheter; l4-l5 anterior lumbar interbody discectomy and fusion; l4-l5 anterior lumbar interbody machined allograft; l4-l5 anterior segmental instrumentation. Indications: patient underwent laminectomy 13 months ago. His symptoms worsened after that surgery and he has had persistent back pain with increasingly severe bilateral leg pain. CT and MRI revealed post laminectomy syndrome with residual spinal stenosis and segmental instability. Patient today presented for elective revision decompression. Per operative notes ¿¿..a single strip of bmp/acs was placed on the right. The sponges have been prepared approximately 30 minutes prior to their use. One single strip was placed on the right from the transverse process of l4 to l5 and another single strip was placed on the left in the similar location in the inter-transverse region and close to the l4-l5 facet. The locally obtained bone was then placed on the top¿.a 3 mm central anal was created with the bur and another single strip of bmp/acs was placed into the central canal. The bone graft was then tamped into place and recessed approximately 3 mm and this is monitored with spot c-arm images in the lateral projection.¿ patient tolerated the procedure well. On (B)(6) 2011: patient was discharged. Patient alleges unspecified injury due to the use of rhbmp-2